Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007 and alleged the she had a calcode issue with her one touch ultramini meter. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred the same day at approximately 10:00 am. She also reported feeling lightheaded and treated self with food/beverage. The patient did not receive/require any medical treatment or intervention. At the time of troubleshooting, the patient was walked through resolving the issue and it was resolved. This complaint is being reported because the patient alleged having a calcode issue with the subject meter. She also reported feeling lightheaded and treated self with food/beverage. The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/patient.